Event description:
Pain inside of the cheek [oral pain] brush heads...don't fit securely - oral-b [device connection issue] brush heads...they have fallen in my mouth several times - oral-b [device breakage] it doesn't say oral b on the product / counterfeit suspected - oral-b [suspected counterfeit product]. Case narrative: elderly male consumer via phone reported that the oral-b io series toothbrush heads did not fit securely on his oral-b toothbrush handle, type 3756 and fell out in his mouth several times causing pain inside of his cheek. He also reported that the oral-b toothbrush heads did not say "oral-b" on them. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Pain inside of the cheek [oral pain] brush heads...don't fit securely - oral-b [device connection issue] brush heads...they have fallen in my mouth several times - oral-b [device breakage] product counterfeit - oral-b [product counterfeit] case narrative: elderly male consumer via phone reported that the oral-b io series toothbrush heads did not fit securely on his oral-b toothbrush handle, type 3756 and fell out in his mouth several times causing pain inside of his cheek. He also reported that the oral-b toothbrush heads did not say "oral-b" on them. No serious injury was reported. 23-may-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported. 24-may-2024 case update based on information initially received on 01-may-2024: the suspect product was oral-b power oral care refills. No serious injury was reported.

Manufacturer narrative:
23-may-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.